Event description:
The pt appeared to have a routine laparascopic gastric bypass performed. Some days later pt was sick and had to be reoperated. It appeared, per the surgeon, that the staple lines of the tsb45 were leaking gastric contents into the abdomen from the pouch side. Surgeon oversewed staple lines and placed a g-tube to complete the case. Pt rec'd antibiotics for infection.